Event description:
Reportedly the pt arrived at the fire dept pale, diaphoretic and experiencing chest pain. While the medics were attaching the device, the pt arrested. The device was turned on and allegedly displayed a service mandatory message and was unusable. Cardiopulmonary resuscitation was administered and the pt was transported to the hosp. There were no adverse effects to the pt as a result of the alleged malfunction.